Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
The field service engineer indicated the customer cancelled the service call. Therefore, no conclusion can be drawn. However, no reports of pt or staff injury.